Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# 0213850159, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer and healthcare professional (hcp) via a manufacturer representative reported erratic sensations that occurred during normal use. The consumer noticed symptom return approximately two (2) weeks after her implant and also noticed erratic sensation of the stimulation. The consumer did not feel that any of her actions could have caused this issue other than she might have done excessive twisting, stretching, bending when getting in and out of her husband¿s 4wd vehicle. The representative met with the consumer to interrogate the device on (B)(6) 2018 and tried several different configurations with the same issue. An impedance check was carried out showing impedance on all configurations except c0, c1, c2 and c3. An x-ray was performed after this event and the surgeon viewed it on (B)(6) 2018. The surgeon stated it appeared to be located correctly without damage. The consumer was booked into theater for a lead revision on (B)(6) 2018. Surgical intervention occurred where the surgeon did a visual inspection of the connection and also used a screwdriver to check connection with the device and lead was correct (which it was). The surgeon disconnected the device from the lead and removed the lead; the lead was damaged during removal. A new lead was implanted and connected to the old device. An interoperative impedance check was completed showing same impedances. Visual inspection of the device header showed fluid in the header, the surgeon decided to implant a new device to avoid further erratic stimulation to the consumer. It was noted that the issue was resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Additional review indicates that fdc (B)(4) no longer applies to this event and has been updated to fdc (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found ins functionally okay with insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis of the lead, model 3889-28, identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Update: additional review indicates that (B)(4) is no longer applicable to this event and (B)(4) is. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received provided the following data: on (B)(6)2000 the active program was program 3, with initial settings of 0.65 v, 210 us, 14 hz, 2-0+, and end settings of 0.50 v, 210 us, 14 hz, c+2-, and cycling off, and impedances of 1049 ohms for c0, c1, c2, c3, and impedances >4000 ohms for 01, 02, 03, 12, 13, 23. On 2018-jan-29 the active program was program 3 with 0.50 v, 201 us, 14 hz, c+2-, and cycling off, and impedances of 1049 ohms for c0, 1016 ohms for c1, c2, 1084 ohms for c3, 2026 ohms for 01, 02, 1205 ohms for 12, and impedances >4000 ohms for 03, 13, 23.